Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and observed the same display flickering issue . The fse checked the cable from display to the unit and looked ok. They also checked the video receiver pcb and reconnected all connections. The unit was observed for 4 hours and no flickering issue was found thereafter. The machine was working ok and handed to the customer in good working condition.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) display is flickering. There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) display is flickering. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.